Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter DHR was referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's manual was carefully reviewed. There is no indication the event occurred due to poor labeling. As analysis of field returns regarding ibgstar meters and similar complaints shows no accuracy issues attributed to meter malfunction have been confirmed. It is unk as to whether the reporter dosed based on the 13 mmol/l reading. There is no indication a second measurement was taken at this time. If insulin was dosed, it is unk as to whether the proper amount was administered. Exercise through walking may have contributed to the event by expediting the reduction of blood-glucose. Based on the limited info available, the root cause of thee vent cannot be determined. No corrective or preventative action will be taken because no meter failure has been identified.

Event description:
The reporter alleges the ibgstar meter read his blood-glucose too high and as a result, experienced hypoglycemic symptoms. The reporter is currently using a humalog insulin pump. He reported measuring his blood-glucose with the ibgstar which measured 13 mmol/l. Twenty minutes later, while walking his dog, he did not feel well and measured his blood-glucose twice. The first measurement was 1.6 mmol/l and the second, five minutes later, 1.8 mmol/l. He did not seek medical attention, but did take dexrose tablets to normalize his blood glucose. Reporter also alleges the meter had been indicating error s 3 and 4 for the past 6 months. He had not previously reported this.